Event description:
Pump reported to be set up at 75 ml/hr with a 1000 ml bag of d5w with 1/2 normal saline. Two hours later the bag was found empty. Prior to the overinfusion the pt was reported to have clear, but diminished breath sounds. After the reported overinfusion, the lungs were reported to "crackle". The pt did not experience any shortness of breath. No medication was given, the pt continued to be monitored. No pt injury resulted.